Manufacturer narrative:
(B)(4). Mitral regurgitation (mr) in bioprosthetic heart valves occurs when the valve does not close properly in systolic phase, which results in retrograde flow of blood into the left atrium. Trivial/trace to mild amounts of mr are not unusual in bioprosthetic valves in the immediate post-operative setting, and is usually tolerated by patients. However, if the regurgitation worsens or becomes symptomatic, reoperation may be necessary. The type and cause of regurgitation varies depending upon multiple factors. Structural valve deterioration is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. In this case, the op report documents a flail leaflet, which was likely a result of a deteriorating valve. Unfortunately, the root cause of this event cannot be conclusively determined since the device was not explanted from the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.

Event description:
It was reported that the patient underwent a valve-in-valve procedure after an implant duration of approximately 10 years, 2 months due to mitral regurgitation (mr) from a flail leaflet. Per the op report, a 3d tee revealed a flail leaflet with severe mr. The patient underwent transapical mitral valve replacement with an edwards valve. The patient had a well-positioned valve with no paravalvular leak. The patient tolerated the procedure satisfactorily, in critical but stable condition in the ICU at the end of the case.